Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, loss of vision (pt: blindness), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us lawyer and concerns a female patient. She was injected with belotero® (not further specified), on (B)(6) 2018. After the treatment with belotero®, the patient experienced a loss of vision. The outcome of the event was unknown.